Event description:
Per the sales representative, the surgeon was twisting the screw into the frontal bone, when about half way into the bone, it would no longer tighten. The blade would come off of the end of the screw. The screws had to be removed. One screw head broke off of screw on the third attempt. The screw was originally tightened and then had to be removed. When it was being removed, the head broke off of the screw. The body of the screw is still in the patient's skull.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device not returned